Event description:
A hospital nurse reported loss of light as a colonoscope entered the cecum at the end of a colonoscopy procedure. Although endoscopy personnel replaced the light source during the examination, light was never restored. The procedure was temporarily discontinued while the endoscope was removed from the pt. Several minutes later, the pt was reintubated with a second colonoscope. The examination was extended due to loss of light but there were no complications related to the occurrence.